Event description:
The customer observed smoke while using the tdxflx analyzer. The customer indicated that the reagent display went out which became hot to touch. A burnt smell was reported and smoke was visible. No injuries or impact to patient management were reported.

Manufacturer narrative:
(B)(4). Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. A labeling review found the tdxflx analyzer service manual, and the tdxflx system operations manual labeling is adequate for this issue. A historical/quality data review of 12 months did not identify any adverse trend for reagent display doors with boards generating smoke. A service history review found no service history issues with tdxflx serial no. (B)(4). The customer indicated the tdxflx would not be repaired. A review found the safety hazards memo contains adequate information noting abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. No systemic deficiency or adverse trend was identified during this investigation for the tdxflx analyzer.